Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after a bolus of insulin was delivered. The pump was not wet and it was not humid. The customer's blood glucose was 92 mg/dl. The customer wiped off the back of the pump with a cloth and the alarm was cleared. Insulin delivery was resumed.